Event description:
It was reported that during the device change out procedure the right ventricular (rv) "lead was nicked and blood was seen wicking in the lead". The rv lead was tested and the thresholds increased slightly and the impedance measurement was determined to be stable. The rv lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.